Event description:
The customer stated a cell-dyn 1800 analyzer generated discrepant hemoglobin and platelet results for one patient sample. The patient was drawn via finger stick and a hemoglobin result of 8.0 g/dl and a platelet result of 75 k/ul was generated. A venous sample was then drawn from the patient and a hemoglobin result of 5.8 g/dl and a platelet result of 2 k/ul was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow up report will be submitted when the investigation is complete.